Manufacturer narrative:
According to the practitioner the implant didn't take and failed to integrate. The implant has been placed in 25 position on (B)(6) 2017. Seven days after the implantation, the practitioner has found that the implant failed to integrate

Event description:
Implant fails to osseointegrate.